Event description:
Surgeon suspected a possible infection, so the tibial insert was removed and replaced with a new one. Surgeon was unable to confirm that an infection existed.

Manufacturer narrative:
Device was not returned to the MFR therefore no method, results or conclusions could be determined.